Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
On (B)(6) 2015, the patient was initially implanted with a bifurcated stent, two (2) suprarenal extension and three (3) limb extensions. On (B)(6) 2018, endologix was made aware of a type 3a endoleak with limb separation. On (B)(6) 2018, the physician elected to implant three (3) 22x45 ovation extension to successfully bridge the separation. There have been no additional patient sequelae reported.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the following reported events of a type 3a endoleak of the left limbs with complete component separation and secondary endovascular procedure. Additionally clinical was able to find the following additional findings of sac growth cause by the 3a endoleak and sent dilation (24.33mm, 21%) of the left limb associated with the 3a endoleak. The most likely cause of the distal left loss of seal (type 3a endoleak with component separation) and compromised stent graft integrity of the left limb (stretched [21%]) was the off-label iliac anatomy. To date there has been no reports of further negative patient sequelae. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiia endoleak. The root causes have been identified as; patient anatomy including large aneurysms, aneurysm sac angulation, significant aortic neck angulation and lack of thrombus; patient conditions including disease progression or anatomical changes post implant; off label product use including patient anatomy, overlap length, oversizing between components, and placement of the devices within the anatomy of the patient. Endologix implemented the following corrective actions to reduce the type iiia endoleak events; sizing guidance and instructions were updated in the IFU and released on 06/17/2015, field training was completed by 08/03/2015. Since the corrective actions were implemented the type iiia events have been reduced significantly and are well within the acceptable range per our risk assessment. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.